Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 13/36 kit w/slot. The customer states that after the nurse connected the catheters, the set of catheters showed blood oozing; blood oozed from 1.5 cm under the suture wing. No patient injury or medical intervention required. Re-intubation necessary. A new catheterization was prepared. The procedure was catheterization in right internal jugular vein.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.